Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that numbers are not ramping on their own. Customer¿s blood glucose was 130 mg/dl at the time of incident. Customer states the scroll bar was not moving with no input. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted or damage to the keypad. (B)(4).